Event description:
Per the audiologist, the patient reported static when using the cochlear implant system. Exchanging the external equipment did not alleviate the problem. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with multiple electrode anomalies. A CT scan showed no obvious defects or electrode migration. Reportedly, the patient's cochlear anatomy was normal. Explanation/reimplantation is scheduled for the following month.

Manufacturer narrative:
This type of event is addressed in the device labeling.